Event description:
It was reported that the subject device had monitor did not display on the cv-1500+oev321uh and it appeared the power was not turned on. The indicator lights up orange. The issue was identified when inspected at the time of set up before the patient entered the room. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h6, h11 the device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.